Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows one loose syringe with the plunger rod cracked and almost broken off. The condition observed is non-conforming per product specification. Potential root cause for the plunger rod broken defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 3206661. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c plunger rod was broken / damaged. The following information was provided by the initial reporter: on 08-nov-2024 during review, we have reported broken piston in the 5ml syringe, luer-lok. Additional information provided: was patient or user harmed? No. Was the hcp present when the issue occurred? Hcp ¿ supervisor? No, operator checked the defect and supervisor was communicated after the defect was found. If leakage occurred, please confirm the fluid that leaked. No leakage. Was additional medical intervention/medication required? No. Could you please confirm if any samples are available for investigation? Yes, they are available. If yes, please specify if the samples are: unused (before use) ¿ unused.